Event description:
During a gastric bypass procedure, when making a pouch the device only cut and stapled 1.2 way. When went to staple again and the staples got mangled. Some staples released and partially cut. Another device was used to finist the case. There were no pt consequence.